Event description:
A facility reported that intraocular sf6 did not "flatten out the macular as it should." The number of patients affected was not provided. The dates of the events were not provided. No patient identifiers were provided. No patient outcomes were provided.

Manufacturer narrative:
Analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other reports involving this lot number. No conclusion can be drawn. This report mailed in to the FDA on: (B)(4) 2010.